Manufacturer narrative:
During a short test run the heat up has been reproducible. The handpiece ran out of specification which means it had a too high power consumption which indicates that it does not run smooth. After disassembly of the product it was visible that the ball bearings of the head drive have been worn out and the push button was scarred on the inner side. This marks show that the push button got pressed while the handpiece was spinning which is an indication that it has been used to lift the tongue, cheek or lip away from treatment area. This kind of use causes unusual inner friction and therefore heat up of the head. The higher temperatures and the higher load on the ball bearings cause stronger wear which explains why the bearings have been in the found condition after the short period of use. To avoid such issues the user instruction contains already several notes, warnings and requests how to prepare the handpiece for each treatment and how to use it: warning: hazards for the care provider and the patient. In the case of damage, irregular running noise, excessive vibration, untypical warming or when the cutter or grinder cannot be held. Do not use further and notify service. Caution: burning hazard from hot instrument head or hot instruments cover. If the instrument overheats, burns may arise in the oral area. Never contact soft tissue with the instrument head or instrument cover the following guidelines must be observed to ensure save use of the electrically driven contra-angle handpieces: the service instructions for contra-angle handpieces must be precisely following when using kavo spray or quattrocare care systems. Before each use, the contra-angle handpiece must be checked for external damage. Before each use, perform a test run with the contra-angle handpiece, and watch for atypical heating and unusual noise and vibration. Immediately stop using contra-angle handpieces that act unusual. Never press the push button during operation. This also includes lifting the cheek or tongue! To ensure proper function, the medical device must be set up according to the reprocessing methods described in the kavo instructions for use, and the care products and care systems described therein must be used. Kavo recommends specifying a service interval at the dental office for a licensed shop to clean, service and check the functioning of the medical device. This service interval depends on the frequency of use and should be adjusted accordingly.

Event description:
During a standard dental treatment on tooth #2&3 the handpiece heated up and burned the patient on the right cheek to the size of a quarter. No medication given to patient for burn. Patient was instructed to do warm salt/water rinses.